Event description:
Patient reported left side rupture confirmed with MRI and mammogram. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: yellow particles observed in the surface of the shell. No further actions are required as the device was implanted."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported left side rupture confirmed with MRI and mammogram. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, g.2.

Event description:
Patient reported left side rupture. Device has been explanted.